Event description:
Reporter stated that user from facility reported that the unit underfilled the first bag of the day. This was based on looking at the volume in the final bag. The unit was programmed to pump 1000ml into the 1000ml bag. By visual examination, the bag appeared to be 200-300ml underfilled. Programmed volumes and volume delivered displays were in agreement. The discrepancy the user reported greatly exceeds the manufacturer's specification limits. The user prestretches the tubing before installing a new transfer set. After reviewing the proper installation procedure and that visual observation of grad marks on a final container is not an accurate technique, the reporter arranged for the unit to be sent to the manufacturer for evaluation.